Event description:
It was reported that the wake button was not working. The button was pressed multiple times and the wake button performed as intended. There was no reported adverse impact to the customer's blood glucose level.